Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the burr device would not rotate once it was locked into the handpiece device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as nov 23, 2015 in the initial report. It has been updated as dec 8, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The burr lock mechanism assembly was disassembled and buildup that resembled medical debris and blood residue was observed. It was determined that the cause for burr not rotating a cutter was due to debris and residue preventing the lock tabs from moving into place. The root cause of the medical debris and blood residue buildup was due to improper cleaning, sterilization and/or maintenance, which is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.